Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Additionally, performance data was collected from the device and analyzed; analysis revealed the time of recommended replacement time (rrt) in save to disk was on (B)(6) 2012 and device rrt was less than or equal to 2.62 volt. Weekly battery voltage trend data shows min battery equal to 2.64 to 2.62 volts between (B)(6) 2012. There was also one low battery voltage alert on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. (B)(4).